Event description:
The customer reported the system had a high current or high ma error message with pt involvement. This a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and placed back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.